Event description:
Information was received from a consumer regarding a patient receiving hydromorphone at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient's pump went dry. The patient was looking for a new physician to take care of her pump and oral medications. The patient noted that she had called 50-60 doctors who would not help her. The patient was in excruciating pain. The patient noted she could hardly stand the pain. The patient was supposed to see a doctor on the date of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.